Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultralink meter is giving an unk error message. The pt manages her diabetes with the insulin pump. The error message began on (B) (6), 2010 at around 8 pm. The pt her usual dose of insulin via the pump at the time of concern. The next morning at 6 am, the pt reportedly felt like vomiting. There was no allegation of treatment for severe hypoglycemia or hyperglycemia. During troubleshooting, the product issue was not neither identified nor resolved. The csr concluded that there was no product misuse. This complaint is being reported due to the alleged error message. However, there is no evidence the pt suffered a serious injury. The pt did not take or receive any treatment that would suggest either hypoglycemia or hyperglycemia at the time of concern.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.